Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 45 mg/dl, 293 mg/dl. Customer reported that the insulin pump had unexplained no delivery alarm. Customer had kidney failure, gastroparesis, heart issues, hypothyroid, essential tremor disorder. The insulin pump will not be returned for analysis.